Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a member of the operating room (or) staff noticed the fenestrated bipolar forceps instrument had no grip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not confirm the customer reported complaint instrument has no grip. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and had no issues with gripping/grasping. Additional information not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley.